Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer report number: 1627487-2019-13271; reference manufacturer report number: 1627487-2019-13273. It was reported that the patient underwent surgical intervention to have their scs system explanted. No other information is known at this time.